Event description:
It was reported that the system was removed due to erosion.

Manufacturer narrative:
Evaluation summary - due to the interval between the date of implant and the date of explant, product sterilization could not have been a factor contributing to the problem. The lead was returning for analysis. A visual inspection noted damage that is considered indicative of that which is seen at the time of implant/explant. The electrical characteristics exhibited normal coil continuity. Qality records reviewed.